Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 479 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with insulin. Customer performed self test and it was pass and customer received power lost error. It was unknown auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.